Manufacturer narrative:
The device has been returned for investigation. Investigation is pending.

Event description:
The event involved a 20 cm (8") appx 0.80 ml, ext set w/surplug¿ micro clear, rotating luer where it was reported there was valve return failure. Valve returning failure in the connector was confirmed. Moreover, tearing at the center of valve was confirmed. -no deformation in the thread of the female lure was observed. -CT inspection was performed, wherein damaged conduit was confirmed. -sa three-way-cock was connected to the male connector part of the sample and an attempt was made to flow liquid from the three-way-cock. As a result, leakage was observed at the top surface of the valve. The event was not detected prior to patient use and was noted during infusion of hepaflush. There was no serious injury/death, no blood loss, and no medical/surgical intervention were required. The device was changed with no further problems encountered. There was patient involvement and no patient harm.

Manufacturer narrative:
The complaint of a stick down can be confirmed on the returned one used. List #ir-et52010, 20 cm (8") appx 0.80 ml, ext set w/surplug¿ micro clear, rotating luer; lot #unknown. Two microclave from a ir-et2010. Received the tubing and male luer of one of the ir-et52010 set were returned for evaluation. As received one of the microclave had the silicone seal stuck down. No damages or anomalies on the second microclave. The stuck down microclave was disassembled to evaluate the stick down. The seal was cored on the top surface. The internal spike was crushed. The probable cause of the damage observed and subsequent stick down is typical of access with an incompatible mating device during use. The dfu states: connectors are compatible with iso male luers having an internal diameter between 0.062¿ and 0.110¿. The lot history of the possible lot number was reviewed, no nonconformities were identified that may have contributed to the reported complaint.